Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of anterior chamber cells, conjunctiva edema, conjunctive hyperemia, exposure and bleb wound leak are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported a clinical patient experienced anterior chamber cells, conjunctiva edema, conjunctive hyperemia, superficial punctate keratitis (not device related), decrease in visual acuity (not device related), and at six month follow up, the end of the device was exposed in the right eye against the xen®45 gts. Device was removed on the same day with alcaine. Patient was prescribed vigamox and chlorsig. All current reported events have been resolved. After explant of the xen, patient experienced mild conjunctival hyperemia, mild spk (not device related), and wound leak now closed but micropoint leaks in bleb (not device related). Bleb was remodeled. Patient has stopped vigamox and chlorsig.

Event description:
After explant of the xen, patient experienced micropoint leaks in bleb.

Manufacturer narrative:
The reported event of leaks in bleb is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.